Manufacturer narrative:
Result: worn head-end right timing link assembly.

Event description:
It was reported by service report that the side rail was broken and would not stay latched. There was pt involvement. However, no adverse consequences were reported.